Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on an unknown sample type. Repeat testing was performed three (3) times on the same day, each generating a negative result. Three (3) additional tests were performed on the same day using an inteliswab rapid antigen test, an access bio rapid antigen test, and a lucira rapid antigen test, all generating negating results. No additional information, including treatment and outcome, was provided.

Manufacturer narrative:
D4-UDI: (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 235458 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-170/ lot: 235458, test base part number 195-430wl/ lots: 227263a, 227263b, and 227263c. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 235458 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : single use; device discarded.

Manufacturer narrative:
D4-UDI: (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on an unknown sample type. Repeat testing was performed three (3) times on the same day, each generating a negative result. Three (3) additional tests were performed on the same day using an inteliswab rapid antigen test, an access bio rapid antigen test, and a lucira rapid antigen test, all generating negating results. No additional information, including treatment and outcome, was provided.